Event description:
Sales representative reported on behalf of healthcare professional reported an object in the device. Device not implanted.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaints are foreign material on implant: not observed. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d6a, d9, h3, h6.

Manufacturer narrative:
Device was not used, not implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for device return: "an object in the device".

Event description:
Sales representative reported on behalf of healthcare professional reported an object in the device. Device not implanted.